Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: lumbar spondylolisthesis pre-operative diagnosis: lumbar spondylolisthesis it was reported that intra-op, the set screw slipped. Product came in contact with the patient. No patient symptoms and complication were reported in the event.

Manufacturer narrative:
Product analysis: microscopic examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample bone screw found the screw was able to be fully engaged into the bone screw head. The screw appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.